Event description:
It was reported that a shaft break occurred. A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, the device was pushed and the shaft broke. The procedure was completed with a another of the same device and there was no patient complications reported.